Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product sample was received for evaluation. Visual and functional testing were performed. One device was returned for two complaints. The returned device determined that device did not match the provided part number or lot number. The returned device was assembled with white-colored silicone, which is used for standard product. Visual inspection confirmed a ruptured cuff, but it also confirmed that the product was beyond the 5-year shelf life stated on the labeling for the product. The instruction for use, stated under warnings to use either minimal leak or minimal occlusive volume techniques to establish the cuff and to ensure correct inflation at regular intervals. Under-inflation of the cuff may result in aspiration of subglottic secretions leading to lung infections. Over-inflation may result in permanent damage to the trachea. The root cause of the reported issue could not be confirmed. No corrective actions are planned at this time. The manufacture regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom was leaking reported trachs are looking different than before and the cuffs are not holding water like they used to as for having to add more water and work harder to keep air out.